Event description:
It was reported that during the explantation procedure, the distal tip of the lead broke off and remained in the pt. The reason for the neurostimulator system removal was the pt need for an MRI. The pt was reported as doing fine.

Manufacturer narrative:
(B)(4). This device is included in the medical device correction, unretrieved device fragments models 3093 and 3889 interstim tined leads, (B)(4) ((B)(4) 2010).